Event description:
It was reported that the cardiohelp would not read any pressure values and would only show rpms and flow, despite switching arterial flow probes. The failure occurred during treatment. The cardiohelp was exchanged. However, after a while the failure re-occurred. No harm to any person has been reported. Complaint ID # (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp would not read any pressure values and would only show rpms and flow, despite switching arterial flow probes. The failure occurred during treatment. The cardiohelp was exchanged. However, after a while the failure re-occurred. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation on 2024-04-16/19. No parts were replaced as the fst could not replicate the failure. Additionally, the fst confirmed that there was no damage on the hls cable and the sensor panel. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no functional failure and no pump stop could be confirmed on the date of event. No exact root cause could be determined as the fst could not replicate the failure on the cardiohelp device during testing. Additionally, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: disturbed pressure sensor. Defective pressure sensor. Too high/low atmospheric pressure. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. It is stated in the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", to ensure that the connected sensors are not defective and to not use if there is a visible damage. Referring to the instructions for use (IFU) of the cardiohelp (chapter "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2024-04-18 for the period of 2019-12-20 to 2024-04-16. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-12-20. Based on the results the reported failure "no pressure displayed" could be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2023-04-16 till 2024-04-16). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: the hls set will be further investigated in complaint # (B)(4) (mfg # 8010762-2024-00199).